Event description:
Customer reported that she receives an error alarm each time she changes the battery. She stated that she changes the battery quickly. The blood glucose reading was 87 mg/dl. She stated that the insulin pump was not stored or out of use for an extended period of time. Customer also received no delivery alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored in 50c oven for several days and no a17 alarm noted. A21 alarm after battery change dur to c13/ib broken solder joint. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, scratched display window, and missing end cap sticker.